Manufacturer narrative:
The reported event of sensing anomaly was not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies.

Event description:
During an in-clinic follow up, decreased sensing which resulted in undersensing was observed on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve event. No abnormalities were observed visually during the procedure. The patient was stable.